Manufacturer narrative:
(B)(4). Batch #: u5ej18. (B)(4). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with two ecr45b reloads (b & c) present. The reload (b) was received unfired, and the reload (c) partially fired 3/4. The returned device and reloads were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opens and closes slow returned, due to interaction between the release bottom and the closing trigger. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. The condition noted of open and close slowly on the device has been correlated to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system.

Event description:
It was reported that during an esophagectomy, the knife stopped moving forward when gastric tube formation was performed. The cartridge was replaced to another one, but the device did not function at all. The target tissue was not thick. When the sales rep checked the device after the surgery, the trigger was difficult to open. Another battery was inserted, then the device functioned. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.